Event description:
Per the clinic, the patient experienced discomfort with device use and hearing random beeps and noises without any stimulation. It was reported that open circuits were noted even with mp2 and mp1 disabled. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.